Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2026 by a physician concerning a 45-year-old female patient. The patient had no known medical history or allergies. No information about concomitant medication has been provided. The patient had previously received treatment with unspecified botulinum toxin [botulinum toxin nos] since (B)(6) 2023, once or twice a year. Additionally, the patient received unspecified ha filler since (B)(6) 2023 in the malar region and nasolabial folds and unspecified ha filler for lip augmentation in (B)(6) 2024. On (B)(6) 2025, the patient initially attended the hcp for assessment of facial sagging and received a first treatment session with sculptra to unknown location (unknown amount, lot number, injection technique and needle type). On (B)(6) 2025, the patient received a second treatment session with sculptra to unknown location (unknown amount, lot number, injection technique and needle type). On (B)(6) 2025, the patient attended the hcp due to appearance of late-onset nodules/granuloma (granuloma skin). A nodule was observed in the left temporal region, measuring approximately 0.5 x 0.5 cm, which was firm, slightly painful (implant site pain), visible and palpable, with increased peri-lesional swelling (implant site swelling) during the day and less inflammation (implant site inflammation) in the mornings. The patient also experienced two subcutaneous nodules in the preauricular region, which were of less concern to the patient. No erythema was observed in the affected areas. As initial medical treatment, an infiltration of diluted normal saline normal saline solution with lidocaine l, 0.2-0.5 ml to each nodule, was administered via needle into the area of the nodules. On (B)(6) 2025, the hcp performed a second session treatment with normal saline using a cannula technique, administering physiological saline solution diluted with 2% lidocaine, 0.2-0.5 ml per nodule. In (B)(6) 2025, the hcp administered an intralesional corticosteroid, trigon [triamcinolone acetonide] after dilution with 2% lidocaine, 0.1 ml into each nodule. A second session was carried out using the same regimen in (B)(6) 2026. On (B)(6) 2026, the hcp observed a reduction in nodule inflammation and a possible slight indentation (cutaneous contour deformity) in the left temporal region, which was considered possibly secondary to the administration of intralesional corticosteroids. On the same date, intralesional collagenase [collagenase] (0.2 ml) was administered off label to the granuloma. The hcp reported that the patient remained under observation, and her progress was being monitored following the application of collagenase. Outcome at the time of the report: nodules/granuloma was recovering/resolving. Painful was recovering/resolving. Swelling was recovering/resolving. Inflammation was recovering/resolving. Indentation was unknown.

Manufacturer narrative:
Company comment: the serious expected event of granuloma skin and the non-serious expected events of pain, swelling, inflammation at implant stie and cutaneous contour deformity were considered possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause includes the treatment procedure or a foreign body reaction to the product in the local tissue. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause. Lot number was not reported, and the product could not be verified. A follow-up on the lot number and additional information regarding treatment details will be performed. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.